Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). ** the initial MDR for this complaint record was originally submitted on 09/15/2015 via usps. Due to e-submitting requirements, it was not accepted. Per request, this initial MDR report is being submitted via the esubmitter program.

Event description:
Report of hub detaching from an indwelling PICC requiring removal of the PICC. No report of patient complications.